Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported diabetic ketoacidosis. The event involved product(s) mmt-1886. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. Mmt-1886 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a missing retainer ring. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer ring. The pump passed self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2 and force sensor. Unable to lock the sc1 cap into reservoir compartment due to missing retainer ring. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: scratched lcd window (minor), scratched case, cracked keypad overlay, dog chew marks, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, cracked belt clip rails, pillowing keypad overlay and keypad overlay texture damage. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Cosmetic damage was confirmed on pump. Missing retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.